Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer cubie was failed. A field service engineer (fse) found that the cubie pocket was failed due to a tourniquet overlapping the lid. The medication jam was cleared, and the unit was tested through hardware test application (hta) to verify proper operation. The system functioned as intended after field service engineer repaired the device.